Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision surgery due to the ipg being at the patient's beltline and it was uncomfortable. The physician relocated the pocket to the right front abdomen area. The patient is reportedly doing well following the procedure.